Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer alleged the pump delivered a bolus of 25 units without user interaction. The customer's blood glucose was 54 mg/dl. Tandem technical support examined pump data logs and found the customer had interacted with the pump to deliver the bolus. The customer acknowledged the information, agreed the bolus was requested and delivered by the customer inadvertently.